Event description:
During the embolization of midline mid basilar artery aneurysm, the first coil placed protruded from the aneurysm. It was not disclosed when the protrusion occured or if any action was taken to deal with the protrusion. A further seven coils were successfully placed and detached in the aneurysm. There was no reported clinical consequence to the pt.

Manufacturer narrative:
For coil protrusion. Boston scientific has made several attempts to gather additional information regarding the alleged event without result. Currently there are no further details to report.